Event description:
It was reported that while using the ilet bionic pancreas, the patient experienced hyperglycemia after grazing on food at a party without additional meal announcements and later developed prolonged hypoglycemia during sleep, which was treated with oral glucose tablets; the patient attributed the low to correction dosing occurring several hours after the party, and the device component relevant to this event was the user interface with a usage issue related to meal announcements. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related to meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.